Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described an unspecified infection, which caused itching and therefore scratching the abdomen, which lead to a break in the sterile pathway through contamination from an infected site. The patient was hospitalized for peritonitis. During hospitalization, the patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with the dianeal therapy was not reported. Twenty one days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.